Manufacturer narrative:
(B)(4). (B)(4). Information anticipated , but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device fired an incomplete staple formation. It is unk which firing it occurred on. A new device was used to complete the procedure. There was no pt consequence.